Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following implantation of the preloaded intraocular lens (iol), at the seventh day post-operative check, the refractive result did not meet expectations with a myopia of -2d observed for unidentified reasons. On a different day, the lens was explanted and replaced with another johnson & johnson lens (model den00v, 21.5 diopter). A suture was required as the incision was enlarged for the removal of the iol. No eye abnormalities were observed. The patient is being monitored. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 11 march 2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the lens was cleaned and a visual inspection found that the lens was cut in half, damaged at the edge, and had scratches on the lens surface. It was confirmed that the physical characteristics of the lens matched a dxr00v model lens. No other issues were identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.